Event description:
Target lesion was rca with severe tortuosity, severe angulation and moderate calcification. The pressure wire got stuck at #4pd (posterior descending artery) due to the severe tortuosity. The physician pulled the pressurewire and then the distal end of the pressurewire got stretched. The core part was successfully retrieved but the coil part was left in the patient. Afterwards, the physician used the run-through to retrieve the coil part and he retrieved small portion of the coil part. However, still there was a coil part of the pressurewire in the patient.

Manufacturer narrative:
The product has been returned to the manufacturer and is undergoing investigation. A review of the device history record confirmed that the device was manufactured according to sjm specification.